Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total shoulder joint replacement (B)(6), (B)(6) hospital, (B)(6) 2018. The surgeon was hammering the broach into the humerus and the small metal toggle broke in half and fell off. Broken pieces isolated and removed from sterile field. The surgeon was able to carry on without issue. No ae to patient. No delay to procedure.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : the device associated with this report was not returned. (B)(4) considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.